Manufacturer narrative:
Failure mode is a known problem and component has been redesigned with stronger material. The patient using wheelchair during incident did not receive injury as a result of this component failure. Patient was test driving when failure occurred. Permobil has supplied newly designed parts to repair wheelchair (setup for demo usage). The DHR was reviewed and the wheelchair met specification prior to distribution.

Event description:
While performing an evaluation with a patient at (B)(6), the patient was testing this "demo wheelchair" when the slewing bracket snapped and the customer fell backwards as a result. It was reported that the patient did not get injured as result of this failure.